Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease smooth opening on radius side assessed as fold flaw opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Brown particles inside of the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter additional email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.